Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy connector assembly to resolve the reported issue. Physio also advised the customer to order replaced hard paddles. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their hard paddles connector pins had broken off inside the device's therapy connector. This caused the hard paddles to be inoperative and defibrillation therapy was not available using the hard paddles. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their hard paddles connector pins had broken off inside the device's therapy connector. This caused the hard paddles to be inoperative and defibrillation therapy was not available using the hard paddles. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed hard paddles and observed that the broken pin was the discharge switch. Using these damaged paddles could have prevented the device from being able to deliver a shock.